Manufacturer narrative:
Compromised force sensor system alarm was noted during prime/compromised force sensor system test at 3.5lbs due to faulty force sensor resistor on the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was having a compromised force sensor system alarm on the insulin pump. The customer stated that the pump is no longer delivering insulin. Customer's blood glucose was 139 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.